Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 3-4. After the clip delivery system (cds 10264255/04) was inserted into the anatomy, thrombi was observed in the right atrium (ra). The activated clotting time was checked and was approximately 300. The decision was made to abort the procedure and no clips were implanted. No additional treatment was performed. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip is being retained by the hospital and will not be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.